Event description:
The clinic reported that a laser vision correction patient presented with stage I diffuse lamellar keratitis (dlk) in both the eyes two days post treatment. Oral steroid (medrol) was prescribed and topical steroid dosage was increased. The patient complained about experiencing sightly blurry vision. There was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.